Event description:
It was reported that prior to an unknown procedure, the 4-40 stud broke off inside the disposable. The procedure was completed with another like device. There was no pt consequence.